Manufacturer narrative:
H2) correction: d4 primary UDI number corrected.

Event description:
It was reported that the device had a downstream occlusion error, when no downstream occlusion was present. The event occurred during patient use, and there was no physical damage. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with reportable complaint of downstream occlusion (dso) error. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Probable cause was defective dso seal. An air bubble was found in dso seal. Replaced dso seal. Device passed testing post repair.